Event description:
Sales rep reported that he contacted the hospital and reported that the pt was not getting adequate pain relief and wanted the pump removed. The hospital explained that the pt had the morphine pain pump in use for approx 4 months and apparently did not work for this pt. The pt wanted the pump removed. It has been communicated that the pump is being retained by the pt.

Manufacturer narrative:
It has been noted that the complaint is non-verifiable. No product was returned, as such, it is not possible to identify the root cause. Since a lot number has been provided, the device history records were reviewed and it revealed that this device conformed to all testing/manufacturing specifications. Based on the current information no corrective action or follow-up is possible. If at some point the product does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.